Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 40% to 1% and the pump shut off within one hour. Customer reported blood glucose level was not impacted. Reportedly the customer will reload a cartridge onto the pump and continue to use the pump until the replacement pump is received.